Event description:
It was reported that the patient's catheter started to erode through the skin. The patient was started on antibiotics the week prior to planned surgical removal of the catheter as the hcp believed that it was infected. The pump was to remain implanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.